Event description:
It was reported to ventec that the device did not have any ventilation output during use. The reporter advised that the device may have gotten wet, but they were unable to confirm. A respiratory therapist went to the patient's house and placed the patient on a different device for support. The reporter further advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section b3, date of event, of the initial medwatch report stated: 06/13/2024. Section b3, date of event, of the initial medwatch report should have stated: 06/12/2024. Section g3, date received by manufacturer, of the initial medwatch report stated: 06/12/2024. Section g3, date received by manufacturer, of the initial medwatch report should have stated: 06/13/2024.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 -- section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 002 -- h6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec observed that the device was providing a patient circuit disconnect alarm and that both vte (exhaled tidal volume) and peep (positive end expiratory pressure) measured at 0, consistent with no ventilation output from the device. Ventec opened the device in order to perform a visual inspection and observed evidence of dried fluid and crystallization throughout the device. Ventec replaced the blower to resolve the reported issue of no ventilation output, as well as all the other contaminated assemblies and subassemblies. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the blower, which did show evidence of contamination. However, it could not be conclusively determined whether or not the contamination directly caused the blower to malfunction.